Event description:
It was reported the pt is no longer receiving adequate coverage. An impedance check revealed high, low, and invalid impedances. Reprogramming attempts were unsuccessful. The pt will undergo x-rays and is scheduled to meet with her physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.